Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records and images were provided and reviewed. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for retrieval difficulties but unconfirmed for filter tilt, therefore (B)(4): malposition of device was removed. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly difficult to be removed and perforated . The information was received from a single source. One patient was involved with no reported patient injury. The female patient is 70 years old and weight was not provided.